Manufacturer narrative:
We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose (bg) levels reached 300 mg/dl, while wearing the pod between 4 and 24 hours on the hip/buttocks area. The pod was removed, and the cannula was noted to be bent. A new pod was applied to treat the hyperglycemia.

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. No damages or defects were observed in the fluid path or needle mechanism that would inhibit the soft cannula from properly inserting into the infusion site. A root cause for the reported not properly inserted cannula could not be determined.